Event description:
During an angioplasty procedure, the cypher (2.5x28mm) stent was being delivered for implant to the target lesion, but friction was noted in the target vessel. The cypher was removed and the vessel was dilated with maverick (2.25x15mm) balloon. The cypher was delivered to the target lesion, but it would not cross. The stent was flared. A different cypher was implanted at the target lesion using a 5french-guiding catheter in a 7f-guiding catheter for extra support. The procedure was finished successfully. The product was clinically used and the product will be returned for analysis.

Manufacturer narrative:
The lesion was pre-dilated with ryujin plus (1.25x15mm) balloon, a ryujin plus (1.5x20mm) and a maverick2, (2.5x15mm) balloon. The pt is a male. The target lesion was in the distal circumflex artery lcx13. Unk if the lesion was a de novo. The vessel was slightly calcified and slightly tortuous. There was 90% stenosis. Additional info received from the affiliate indicated that the (sds) stent delivery system was removed and inserted from the vasculature one time. Prior to re-inserting the sds, it is unk whether the stent was inspected for anomalies (flared, etc), but no anomalies were mentioned prior to re-inserting the sds. It is unk whether the stent strut uplift/flared in the distal or proximal portion of the stent. The pt's weight was not known. No add'l info will be forthcoming. The product was returned for analysis, but the eval and testing has not been completed. Add'l info will be submitted within 30 days of receipt. This device is not distributed in the USA; however, it is similar to USA product .